Event description:
During implant, echocardiography revealed a pericardial effusion. The effusion was evacuated, but the electromechan- ical dissociation persisted and the patient expired. A post-mortem examination found that the atrial wall was very thin and the helix perforated the wall. The physician did not consider the incident to be device related. The patient was pacemaker dependent for many years with a dilated cardiomyopathy and left ventricular dysfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.